Event description:
It was reported that a percutaneous atrial septal defect (asd) procedure was performed. An 8f sheath was placed in the right femoral vein and then up sized to the 10f fast cath introducer hemostasis sheath. An aga 34 millimeter (mm) amplatzer sizing balloon was advanced through the sheath. The amplatzer sizing balloon shaft was reported to be 8f in size. After advancing the sizing balloon, the shaft of the 10f sheath was noted to be separated from the hub and the shaft had advanced to the vena cava. A 14f sheath was placed in the right internal jugular vein, and the separated 10f sheath was retrieved using a loop snare catheter. The patient was admitted to the pediatric intensive care unit (picu) following completion of the case for observation of a pericardial effusion.

Manufacturer narrative:
One 10f, 12cm, fast-cath hemostasis sheath (with attached extension tubing and stopcock) was received for evaluation. A blood-like substance was present on the returned components, and a clear fluid was present within the extension tube. The sheath tubing had been separated from the hemostasis hub at the tubing head. The proximal end of the detached tubing segment, and the distal end of the attached tubing segment (within the hemostasis hub) revealed material that was stretched and torn, consistent with forcible separation. It addition, the detached tubing distal tip was partially crushed and the tip edge was bent into the lumen. The sheath tubing was also kinked at 3.2" and 3.9" from the distal tip. The sheath distal tip inside diameter measurement was within specification. The sheath tubing was cut approximately 1" from its distal tip to enable measurement of the distal tip inside diameter from the proximal end (due to distal tip damage). Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Internal corrective measures have been implemented to address sheath hub detachments. The fast cath introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.